Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that the device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Battery analysis revealed that discolored matching spots on an anode and its adjacent cathode were found. Scanning electron microscopy/energy dispersive x-ray analysis confirmed a cathode particle was present in between the anode and cathode separators which breached cathode and anode separators and caused a short, leading to battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted as the patient had passed. The device was analyzed and tested out of specification. Follow up was conducted and the cause of death was requested and is not available. The patient was reported to have become ill, and passed away. The exact cause of death was not available however the manner of death was noted to be natural causes.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that the device lost telemetry and function due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Battery analysis revealed that discolored matching spots on an anode and its adjacent cathode were found. Analysis confirmed a cathode particle was present in between the anode and cathode separators. No evidence of insulator breach was observed. The cause for battery depletion was not determined. If information is provided in the future, a supplemental report will be issued.